Manufacturer narrative:
Qn#(B)(4). New information received from sales rep indicates that the event occurred prior to use on a patient. Corrected data: section h.6.-patient code corrected to 2645.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 200 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "at 23:50, (B)(6) 2020, in the (B)(6) hospital ,the cuff was found leakage during incubation and inspection. Then changing a new one to be incubated. This case increased the treatment time and had a potential safety." Additional information was requested, but not received at the time of this report. No patient harm was reported. Patient condition reported as fine.